Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day. The cause of peritonitis was unknown. On an unreported date, treatment given for peritonitis was unspecified antifungal therapy. On an unknown date about a week later, the patient was discharged from the hospital. Two days after the onset of peritonitis, the patient had pd catheter removed and discontinued the therapies. On the same day, the patient started hemodialysis. On an unknown date, the patient had pd catheter replaced. Approximately three months later, the patient restarted dianeal therapies. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd894162 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.